Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent orif for distal fracture of right fibula with the products in question. The surgeon tried to perform lag screw fixation over the plate in the distal coaxial hole, but it was difficult to drill the hole with a 2.7mm drill. When he stopped drilling and checked the drill tip, it was found what looked like a black piece of metal. It is presumed that interference with the screw hole was the cause. The surgeon confirmed by looking at the x-ray that there was no problem with the bone fixation and no pieces remained in patient .the surgery was completed successfully within 30 minutes delay and the patient outcome was reported as stable. No further information is available. This report is for one (1) drill bit ø2.7 qc l125. This is report 2 of 2 for complaint (B)(4).